Manufacturer narrative:
Additional information added for d4, d10, h3, h4. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a procedure at the user facility, the device's tip was found to be bent. A bent tip can lead to inaccuracies during a procedure. No medical intervention and no adverse consequences were reported with this event. As this event occurred after a procedure at the user facility, there was no delay to a surgical procedure.

Event description:
It was reported that during a procedure at the user facility, the device's tip was found to be bent. A bent tip can lead to inaccuracies during a procedure. No medical intervention and no adverse consequences were reported with this event. As this event occurred after a procedure at the user facility, there was no delay to a surgical procedure.